Event description:
The customer reported that during their routine check of the iabp, electrical failure code #58 (power-up vent test failure) was noticed. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The company service rep noted error code #58. Proceeded to verify the calibrations of the transducers and found them within the specification. The autofill calibration did not initiate. It was noted that the bimba fill sensor was out of position. It was adjusted and the autofill then passed the calibration. The safety disk was close to expiration and it was changed. Performed the functional tests and safety checks to meet factory specifications. Pump was returned to the customer. (B)(4).